Manufacturer narrative:
The sureform 60 instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system where it passed initialization, recognition, and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions, the jaws opened and closed properly, and clamped fired twice and successfully unclamped each time. There was no problem detected. The blue sureform 60 reload was found to have the knife exposed within the knife track but was not found to have a firing failure. The reload was full fired and all staples deployed. No firing failures were observed based on log review of the associated sureform 60 instrument. The reload was disassembled in-house for inspection and was found to have cartridge damage along the knife track as well as mechanical indentations on the blade. There were lodged, malformed staples bunched up on the surface of the reload where the exposed knife was observed. A common cause of this failure is attributed to use conditions. A blade exposed icon and message will appear if the firing sequence is interrupted. The probable cause of the exposed component can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Reload damage is typically attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). An image associated with this procedure was reviewed by isi. The review confirmed there are some loose and malformed staples, however, with this image alone, the root cause of the issues related with the 5th and 6th staple firing was unable to be determined.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the incomplete staple line is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs show the instrument was installed on the system 6 times and fired 6 reloads (6 blue). On install 1, the first clamp attempt was aborted by the user at ~55% completion. The next clamp was successful, and the firing was completed with no pauses for compression. On installs 2-5, the firings were also completed with no pauses for compression. On installs 3 and 4, the system failed to detect the reload color, and the user manually selected the blue reload in both instances. On install 6, the first clamp was aborted by the user at ~69% completion. The next two clamp attempts were successful, and the firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. The instrument was removed and not used again in the procedure. There were no errors pertaining to this instrument in the system logs. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Isi received an image related to the alleged complaint during follow-up, which has been escalated to the isi clinical development engineering team for review. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that while firing on gastric tissue with a sureform 60 instrument with a blue sureform 60 reload during a da vinci-assisted sleeve gastrectomy and hiatal hernia repair, ¿5th staples lag in firing and then 6th staple ended up not firing.¿ through follow-up with the robotics coordinator (roco), it was learned that the instrument had worked previously and there was no damage noted. The tissue was not calcified or bunched, nor was it under tension or pushed forward or dragged during the firing. The instrument fired but left unapproximated tissue and malformed staples. No buttress material was used, the surgeon did not encounter any hard objects, the staple line was repaired by suture and the procedure was completed robotically.